Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable alb2 albumin gen.2 result for one patient sample. The original result was 0.2 g/dl with a data flag and was reported outside the laboratory. The doctor questioned the result as the patient had been scheduled for surgery and he wanted to double check the result prior to the surgery. The repeat on another analyzer was 4.4 g/dl. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 19878001 with an expiration date of 02/28/2018. The field service representative found there was a partially clotted sample probe. He replaced the sample probe and performed all adjustments. Air purges were successful and the customer ran successful calibration and qc. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent problem could be ruled out as qc was reported to be acceptable. The issue did not recur after the probe replacement.